Event description:
Patient had an accu-cath that was made by bard and placed in out patient (op) infusion at approx. Patient called op infusion and reported his IV catheter had come apart and only the end piece was present. Op called the vascular access team to report what happened and to find out what to do. Rn instructed them to have him go directly to the ER and have it checked out. She also told them to advise him of the potential dangers of not having it immediately followed up on. The ER called to say pt was there and they were having a scan of some type done to see if the missing catheter piece was still in his arm. They found the piece to still be in the patient's forearm. They informed me that he was going to have it surgically removed. When talking with the patient prior to going to o.r, he said a dressing change was done previously that day and after his infusion, he went home and took a nap. When he woke, he found the external catheter piece bunched up perpendicular to the direction it had been and the dressing material was bunched up around the hub. He said he then noticed that the hub end was not connected to anything. The patient denies he ever used anything sharp around the catheter and said the nurse caring for the line never has either.